Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has over three years since the subject device was manufactured. Based on the results of the investigation, the foreign material most likely remained in the device because reprocessing could not be conducted properly due to leakage from the suction connector. However, the root cause could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the detection method in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of scope error code e316 was confirmed. The evaluation also found failed image condition and the scope connector had water leakage. The white crystalized contamination in the air/water channel was believed to be a simethicone type product. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope displayed error code e316. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the white contamination, was found in the air/water channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.